Manufacturer narrative:
Corrected data: on oct. 25, 2021 a local medical expert was put in contact with the injector to advise on this case.

Event description:
This case occurred outside of the united states, in (B)(6). According to the information received on 28-oct-2021, a female patient was injected on (B)(6) 2021 with 0.15 ml teosyal rha 4 (tpul-201025a0) into the dorsum nasi and bridge of the nose. Approximately, 6 months post-injection, the patient presented with a granulomatous reaction and a hardening area without any signs of phlogosis on the radix and bridge areas of the nose. As corrective treatments, the patient received : on (B)(6) 2021: an anti-inflammatory agent (glucocorticoid; methylprednisolone; urbason 16 mg), along with an antibiotic treatment (doxycycline) during 3 days. On (B)(6) 2021: 250 iu hyaluronidase injection into the radix and bilateral sidewall areas of the nose. On (B)(6) 2021: 325 iu hyaluronidase injection into the central and right side of the bridge area of the nose. On (B)(6) 2021, we were informed that following the corrective treatment, the event was resolving properly. On (B)(6) 2021, we were informed that the patient received another dose of hyaluronidase injection (unknown iu). The granuloma was no longer palpable to the touch, the patient was well, and only inflammation was present at the injection site.